Event description:
Hospital reported the female luer cracked. They attached a syringe to the female luer and hand injected contrast. The female luer cracked and contrast squirted out. There was no pt or user harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.